Event description:
Customer reported that the device had a blinking service wrench and seemed to freeze after the self test. The device had a constant "ticking" sound and no voice prompts. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and informed that replacement of the main pcb assembly would most likely be the next course of action to repair device. Follow up with customer confirmed that the device was retired due to repair costs. The device has been removed from service. The root cause of malfunction could not be determined.